Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) events due to far field in the atrial channel. The atrial pace after the ventricular pace is shortened due to timing cycles at the sensor driven rate. The situation does not appear to have an effect on mode switch. The pacemaker remains in service at this time. No adverse patient effects were reported.